Manufacturer narrative:
The customer¿s report of the device infusing too fast was not confirmed. Analysis of the pcu event log shows that at 4:52 pm on (B)(6) 2017 pump module s/n (B)(4) was programmed to infuse albumin 25% 25gram/100ml at 100ml/hr with a vtbi of 100ml. The infusion ran until 5:58 pm when the device was channeled off. The volume recorded as being infused at these parameters was 85.869ml. At 6:06 pm pump module s/n (B)(4) was programmed to infuse conivaptan load 20mg in 100ml at 200ml/hr with a vtbi of 100ml at 6:06 pm. Following an air in line alarm the device was channeled off at 6:07 pm. The volume recorded as being infused at these parameters was 0.31ml. Three seconds later pump module s/n (B)(4) was programmed to infuse conivaptan 20mg in 100ml at a rate of 4.17ml/hr (dose 20mg/day) with a vtbi of 100ml. The user then selected bolus but did not complete the bolus programming and instead started the primary infusion. At 6:08 pm, the user selected bolus. The bolus dose was 20mg. The user started the bolus (rate 201ml/hr with a vtbi of 99.99ml). Between 6:08 pm and 6:10 pm, the device alarmed for patient side occlusion 1 time and air in line 7 times. The device then alarmed for check IV set and the user channeled the device off. The volume recorded as being infused at these parameters was 1.989ml. At 6:10 pm pump module s/n (B)(4) was then programmed to infuse conivaptan 20mg in 100ml at 4.17ml/hr with a vtbi of 90ml. The user then selected bolus and entered 20mg for the bolus dose. The user selected confirm to the warning that the bolus vtbi exceeded the projected remaining vtbi and started the primary infusion instead. The infusion ran until 6:11 pm when the user channeled the device off. The volume recorded as being infused at these parameters was 0.011ml. At 6:11 pm pump module s/n (B)(4) was then programmed to infuse conivaptan load 20mg in 100ml at 200ml/hr with a vtbi of 100ml. At 6:41 pm, the primary infusion completed and the device transitioned to kvo. The user then changed the vtbi to 100ml and started the infusion. At 7:12 pm the user channeled the device off. The volume recorded as being infused at these parameters was 123.863ml. At 7:12 pm pump module s/n (B)(4) was then programmed to infuse conivaptan 20mg in 100ml at 4.17ml/hr with a vtbi of 90ml. The infusion ran until 6:49 am on 18 august 2017 when the user channeled the device off following 2 air in line alarms. The volume recorded as being infused at these parameters was 47.71ml. The total volume recorded as being infused was 257.453ml for pump module s/n (B)(4) and 2.299ml for pump module s/n (B)(4). The starting/ending volume of the fluid containers cannot be determined through device logs. The pump modules and disposable sets were not returned for investigation. The root cause of the bag emptying too soon was not identified. However, following the completion of the bolus dose which ran from 6:11 pm to 6:41 pm, the user changed the vtbi but maintained the bolus rate until 7:12 pm which would be a contributing factor.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.: devices not received, log review only.

Event description:
The customer reported that a conivaptan infusion was initiated at 17:30 on (B)(6) 2017 at 20mg/100ml as a bolus over 30 minutes, then 20mg/100ml as a continuous infusion over 24 hours. At around 06:45 on 08/18/2017, the nurse called the pharmacy because the infusion bag, which was supposed to last another 12 hours was empty. The alaris pump units and both empty infusion bags were retrieved, and the biomed staff generated the event logs for the pcu and lvp and were unable to comprehend the print-out. The customer request a log review and would like to know which library entries the nurse chose to infuse the bolus and the infusion. Although the patient received the medication prior too fast, the customer stated that the patient diuresed nicely over the next 2 days with a gradual rise in serum sodium to 129 and there was no report of patient harm.